Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a consumer, who contacted the company with a product complaint, concerns a patient of unknown age, gender, or origin. The patient was taking an insulin lispro (humalog) for treatment of an unknown indication. On (B)(6) 2010, the humapen memoir burgundy pen device was reported to have stripe or nothing when setting the dose or retrieving the dose storage. This humapen memoir burgundy pen device was associated with product complaint (B)(4), lot 0908c02. The returned device was found to have missing segments in the dose display. The operator of the device was the patient. The user was trained by a diabetic advisor. This device model was used less than two months. The device was returned on (B)(4) 2010. The humapen memoir burgundy pen device was not continued. Update (B)(4) 2010: additional information received (B)(4) 2010, via global product complaint database. Added device specific safety summary. Updated EU/ca device fields.

Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a consumer, who contacted the company with a product complaint, concerns a patient of unknown age, gender, or origin. The patient was taking an insulin lispro (humalog) for treatment of an unknown indication. On (B)(6) 2010, the humapen memoir burgundy pen device was reported to have stripe or nothing when setting the dose or retrieving the dose storage. This humapen memoir burgundy pen device was associated with product complaint 1458721, lot 0908c02. The returned device was found to have missing segments in the dose display. The operator of the device was the patient. The user was trained by a diabetic advisor. This device model was used less than two months. The device was returned on (B)(6) 2010. The humapen memoir burgundy pen device was not continued.

Manufacturer narrative:
This is an initial report. A follow-up report will be submitted when the final evaluation is completed. Complaint suggestive of reportable malfunction/near incident. Will investigate further.

Manufacturer narrative:
New, updated and corrected information is referenced within the update statements. Please refer to update statement date (B)(4) 2010. Evaluation summary: the user reported missing segments in the memoir pen's display. The user returned the actual complaint device (lot 0908c02, manufactured august 2009) for investigation. A detailed investigation found liquid ingress with a contributing factor of a cracked lcd cable. The liquid ingress resulted in rust, residue and corrosion throughout the pen's assemblies. The liquid that caused the malfunction is unknown. The reportable malfunction missing dose number segments may result in an inaccurate dose of insulin. Malfunction confirmed. The user would typically be aware of missing dose number segments. When the pen is powered on, all segments of the display are illuminated to confirm proper function. The user manual instructs, "if any part of the pen display is missing do not use pen." It further instructs that if the display is not working correctly to "contact lilly at xxx-xxx-xxxx or your healthcare professional." Corrective action cracked lcd cable. Work instructions were updated and training was provided for handling the lcd cable during assembly. These were completed on (B)(4) 2010. Corrective action, liquid ingress: a corrective action has been initiated to redesign the flexible circuit board to improve the protection of the electronic connections. These were completed on (B)(4) 2010. Improper use and storage - the type of liquid is unknown. Therefore, the malfunction cannot be attributed to improper use or storage. This report includes final evaluation findings. No additional information is expected.